Event description:
The cuff is coming off when the complainant removes the hemosplit xk, this has happened 3-4 times in the past 3 mos. The cuff remains insitu.

Manufacturer narrative:
The complaint was confirmed. The cuff detached from the d/l tubing. The d/l tubing had been completely encircled with adhesive, indicating that the cuff was correctly attached to the catheter. No evidence of any mfg defects was found on the catheter. The cuff was not returned for eval. The initial complaint indicated that the cuff comes off during removal. The prod IFU states that "the white retention cuff facilitates tissue in-growth. The catheter must be surgically removed. Free the cuff from the tissue and pull the catheter gently and smoothly." The damage appears to be a user related issue.